Manufacturer narrative:
Device manufacture date: october 1, 2020 - october 2, 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed residual fluid inside the elastomeric bladder. The photograph suggested an underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to fill volume, temperature, viscosity of medication, difference in height between the fill port and distal end luer lock/flow restrictor and catheter size. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. The reporter stated that 30% of the solution remained in the device. The device had been filled with 12000mg of flucloxacillin in 230ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.